Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode of unknown cause. A health care professional (hcp) requested the local field representative be contacted to interrogate the device. No additional adverse patient effects were reported. Available information indicates that this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the root cause of the syncope was unrelated to the device was felt to be related to dehydration.